Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asbws0134 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device could not be connected with the set firmly. It was stated that it could have caused the higher infusion pressure to the connection site and separate the device and the set as well as the risk of leakage if used on chemotherapy drug.